Event description:
While inserting the lens, accidentally the doctor ruptured the posterior bag. He enlarged the incision to remove the lens. Two sutures were required, however, there were no consequences to the pt.

Manufacturer narrative:
See MDR 1920664-2009-00384 the intraocular lens used with this delivery device.